Event description:
Rn gave the dose of 40 mg lovenox to pt and activated the safety mechanism on syringe after administration. But syringe "fell apart" into two pieces when safety mechanism engaged. Rn did not get stuck but the potential was present. Sanofi drug rep contacted with info. Dose: 40 mg. Frequency: q24h. Route: sq. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: dvt prophylaxis.